Event description:
The patient was reportedly oxygen dependent from 2004 until 2014. The use of a prescribed home oxygen concentrator led to diagnostic discrepancy, therapeutic discrepancy, patient non-compliance, and patient seeking other relief prior to suspicious death (per police) in (B)(6) 2014. Discovery of lower indoor oxygen levels with equipment I obtained in 2021 at the residence led to additional evaluation of indoor conditions that impact efficiency of prescribed medical equipment; 15 ampere circuit breaker servicing the master bedroom. The master bedroom is equipped with 8 receptacles (4 outlets), one overhead incandescent fixture (two bulbs), and an overhead fluorescent fixture (one bulb). Other electrical appliances in the residence (vacuum, toaster, hair dryer, lights, etc.,) are observed to be more and less efficient and brighter/dimmer during high and low power supply and demand conditions; outdoor air quality alerts in the region including ozone, fog (including valley fog), and particulate(weather.gov). Relative gas density of ozone is 1.66(heavier than air therefore on floor where concentrator is placed) molecular weight of ozone is 48.0. Molecular weight of nitrogen (n2) 28.02. The concentrator theoretically removes nitrogen. The addition of ozone on the floor of the residence may affect the input and output of the prescribed oxygen dose on different days/hours/months/years. (Physical gas properties and related symptoms/target organs/toxicities provided by 2015 cdc niosh pocket guide to hazardous chemicals including ozone, carbon monoxide, ammonia, chlorine, asphalt smoke, hydrogen sulfide and all others); national pipeline mapping system reveals the residence is near an intersection of two major pipelines that transport bulk quantities of hazardous materials. Any vapor or liquid release may concentrate in the oxygen concentrator without awareness of the patient or prescriber. Gasses and fumes from yard work, road work, and motor vehicles also occasionally enter the residence via windows and doors and alter the room air mixture. I measured lower indoor oxygen concentrations. Indoor oxygen was typically lower than outdoor oxygen measurements with outdoor gas alarms of carbon monoxide, low oxygen, and hydrogen sulfide recorded within a one-mile radius of the residence where the concentrator was used. The following 78-point measurements and calculations were recently recorded (fall/winter 2021) in the bedroom where the concentrator was located (prior to 2014) highest room air oxygen concentration=20.3%, lowest room air oxygen concentration=19.9%, average=20.1%, mode=20.2%, median=20.2`% n=87. The simplified gas "law of partial pressures" predicts that the sum of partial pressures of the fraction of all gasses in the air (oxygen, nitrogen, etc.) Equals 100%. This 100% is the barometric pressure, which also fluctuates daily. Retrospective and real time barometer readings can be obtained by certified weather stations in most locations in addition to relatively reliable home weather monitors. The barometric pressure multiplied by 20.9% (normal fraction of oxygen) provides lower inhalable oxygen than the same barometric pressure multiplied by 20.1% (average level of 87 oxygen readings measured over three months in a bedroom during 2021). Short term radon gas measured in the bedroom during (B)(6) 2020 was <1.6 pci/l. Molecular weight of radon is 222 (heavy). It is possible that radon gas in the oxygen concentrator input may affect the prescribed output. Residence is situated near (B)(6) with atmospheric conditions supporting the following microbes recently cultured indoors: (B)(6) 2021: basidiospores. (B)(6) 2021: rhodotorula spp. Aspergillus spp. Chrysosporium spp. Penicillium spp. (B)(6) 2021: non-sporulating fungi, penicillium. (B)(6) 2020: cladosporium. (B)(6) 2021: cladosporium and hyphae. Since these allergens enter the residence through the air, it is possible they may contaminate the oxygen concentrator machinery under certain conditions. These allergens are not obvious or apparent to untrained persons without close examination. (Analyses conducted by (B)(6)) seasonal high levels of chlorine are in the tap water. Relative gas density of chlorine is 2.47 (heavier than air) and therefore chlorine vapors (cooking, laundry, bathing) would enter the oxygen concentrator at ground level or bubble humidifier possibly exacerbating rather than relieving any pulmonary pathologies treated with medical oxygen. The public water company (B)(6) reported annual fluctuations of 0.67 to 2.91 ppm chlorine in 2020. Individual results vary from these findings. ((B)(6)). Measured ammonia was 2 ppm in tap water during (B)(6) 2021. Relative gas density of ammonia is reportedly 0.60 (lighter than air) and may displace normal "room air" gaseous mixture from ceiling to floor and further contribute to stratified indoor air column and variable input into floor level concentrator affecting output of prescribed oxygen dose. One indoor house cat was diagnosed and euthanized due to pulmonary edema. Other house pets suffered respiratory symptoms including coughing of unknown/undiagnosed etiology. Pets naturally spend most of their life on the ground. Oxygen concentrators serve to provide prescribed medical assistance in an outpatient setting, users and prescribers should be aware that the residential air is not the same as lab conditions and may be harmful. FDA safety report ID# (B)(4).